Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2023 after collapsing while walking with their spouse. The patient was found to have a left middle cerebral artery (mca) syndrome. The inr (international normalized ratio) was measured at 2.2. A computed tomography (CT) scan of the head found no hemorrhage and showed a left m1 occlusion. The patient underwent thrombectomy on (B)(6) 2023. The patient reportedly had significant neurological deficits. The patient was transitioned to hospice care and the pump was deactivated on (B)(6) 2023. The patient later expired. The device was not explanted. The patient's death was considered to be device related. The device operated as expected.